Event description:
It was reported that inappropriate therapy was delivered due to noise. Low lead impedance and oversensing were also noted. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.